Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The patient experienced syncope. The rv lead was capped and replaced with a competitor lead. No further information is available.